Manufacturer narrative:
In the initial report, the product was listed as navistar rmt 4mm catheter with catalog# d125700, mfg# d-1257-00. Additional information was received on 02/28/2016 that the actual product is navistar rmt thermocool with catalog# nr7tcsiy mfg# d-1266-01-s. The lot# remains unknown. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant medical products: product name: carto 3 rmt system, us catalog #: fg560000, serial #: (B)(4). (B)(4).

Event description:
It was reported that a patient, underwent a ventricular tachycardia procedure with a navistar rmt 4mm and at the end of the case after 5 hours of general anesthesia before pulling out the catheter, the patient suffered a cardiac tamponade noticed with ultrasound, which required to drained the effusion. Approximately 320 ml were removed and no additional treatment was required. It was noted that this patient had a long medical history of ventricular tachycardia. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is a known complication of catheter ablation. Settings during the event include: power settings between 40 to 50 watts and irrigation flow of 30ml. There were no reported malfunctions with any of the catheters and systems used during the case related to this patient injury. Thus, this event is most likely related to patient pre-existing condition or procedure.